Event description:
It was reported that pump experienced malfunction with code 16, and pump reset itself with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer did not recall receiving field correction notice, so contact information was confirmed, notice was resent, form was completed on customer¿s behalf, loaner pump agreement was processed, and replacement pump was arranged with no further action required.